Event description:
After 46 months of implantation, the device involved in this MDR report was explanted and returned because sensing failure was observed in the ventricular channel.

Event description:
The defibrillator involved in this MDR report was explanted 55 months after implantation and returned for analysis because it could not be interrogated. It should be noted that the complete defibrillation system was removed.